Event description:
It was reported that the device had inaccuracy of patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the inaccuracy of patient side occlusion could not be confirmed through the logs or during device testing. The device was fully evaluated. The internal inspection of the bezel assembly found that the top-left bezel boss insert lifted. The bezel assembly date code was noted as may2025 (not recall affected). All inspected parts were manufactured by bd. A review of the pump module error logs showed no records associated to the reported incident. There is no relevant information associated with the reported issue; however, 31 errors were found on 16jul2025. The errors were recorded between 8:53:59 am and 8:57:32 am. 28 of the errors are: code=210.2040.5; comm_unexpected_response_failure; severity=runtime_log_only_severity 3 are: code=211.2000.0; failure=comm_failure; severity=runtime_fatal_severity; there is no further information regarding the reported date. Following the pressure sensor malfunction product analysis procedure (1503-001-012-r-cfn, dir 10000360043) an infusion at the rate of 500 ml/h with a volume to be infused (vtbi) of 1000 ml (expected duration of two (2) hours) was programmed. The infusion was completed successfully with no errors or alarms being recorded. To analyze the pressure sensor¿s operating voltage with the analog sensor task feature. The voltage for the bottle and patient side pressure sensors at zero force and full force on the suspect device. Voltage values from both pressure sensors were recorded within the specified range of operation (4.85v ¿ 5v for full force and 1.000v ± 0.154v for zero force). The pump module was programmed to infuse a primary infusion at a rate of 100 ml/hr (testing default rate). The test results measured the actual rate at 89.77 ml/hr (-10.23% error). The specification for this test is ± 5% error, per srd-9580 of the alaris system v12.1.2 prd (dir: 10000385855); indicating the device was out of specification. Rate accuracy task was performed through alaris system maintenance (asm) program (v12.3), the test failed with a margin of error of -11.333%, which is outside the acceptable error range (+/- 3.400). Bezel assembly needed to be replaced due to a bezel boss insert on the bezel assembly was pushed upwards. The bezel was temporarily replaced with a known good bezel from the dchu facility for testing purposes only. As a result, the suspect passed the rate accuracy testing and calibration with a new measured error of 1.3333% the suspect pump module after the calibration process was programmed to perform a one-hour system level rate accuracy test at a rate of 100 ml/hr in accordance with the timed rate accuracy product analysis procedure. The test results measured the actual rate at 102.27 ml/hr (2.27% error). Indicating the device is within specification after bezel replacement and rate calibration. Bd alaris system user manual (v12.1) states: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly and bezel assembly as it was removed during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had inaccuracy of patient side occlusion. There was no patient involvement.